Event description:
It was reported pt's wife stated that after her husband's surgery, he felt relief to about six months after surgery, he started experiencing pain that shoots down his leg and in his groin area, he also has trouble sitting. Pt has seen his surgeon regarding the pain and x-rays were taken.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.